Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during a manual prime. The customer also stated that she had dropped the insulin pump. The customer's blood glucose was unknown. The customer stated that the insulin pump was cracked on the side under the b button. The customer stated that the insulin pump was dropped on the bathroom floor. The customer declined troubleshooting for high blood glucose and the no delivery alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.